Manufacturer narrative:
H3: product analysis: evaluation determined that the burr could not be inserted in the attachment. The most likely cause of the failure was a detached distal bearing. It was also noted that the color band and the laser markings on the attachment were faded. B3: notified date was considered as the date of event, as the event date was unavailable. G3: analysis performed date was used as the aware date for this report, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. It was unknown if there was any patient involvement or complications as a result of this event. Additional information was received stating that a detached distal bearing was found during evaluation of the device.